Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found damaged cassette sensor pin seals, delaminated downstream occlusion (dso) seal as well as a damaged uso seal. The cassette sensor pin seals, dso seal and uso seal were replaced to fix the issue.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that downstream occlusion appeared while running & cassette error appears when loading set. There was no patient involvement.